Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient was back to "tinkling real often" since (B)(6) 2016. The patient wanted to increase stimulation, but the patient programmer would not power up on the day of the report. The patient was not getting any response when trying to turn on and up the stimulation. Once the consumer changed the batteries in the programmer, a connection was made. A poor communication screen was reported, but was resolved. During the call, it was indicated that the patient was "peeing a tremendous amount" and felt a burning sensation. The patient was on program 1 and felt stimulation at 2.9v. The consumer mentioned that they would follow-up with the healthcare provider to get in-person help. Additional information received on 2016-jun-28 indicated that the patient had been having trouble tinkling and could not make it to the bathroom for the last three to four days. It was noted that the patient requested help with the programmer, and the therapy was not on. Troubleshooting resolved the issue. Further information received from the hcp indicated that the loss of effect was resolved. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.